Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by medwatch report # mw5103770. Additional information from medwatch report # mw5103770 states the consumer's husband remained home from work for the entire week because he did not want to risk spreading covid even with the mixed results. At this point her husband has had 4 positive at home tests over the course of 8 days, but 3 negative pcr tests during the same time-frame. The consumer reported she did not know if this is an issue with the abbot at home test or the pcr test. She did not know if this is due to another variant of covid that the pcr test is not detecting. The consumer reported that it is worth noting her (6) year old daughter was sick 4 weeks ago with vomiting/diarrhea. Tests were performed and covid was not detected. The consumer thought maybe the daughter had the same issue as her husband was having. The consumer reported that all tested negative for covid abbot binaxnow test-all instructions were followed very carefully, exactly as written, with each test. At the time of this report the abbott technical assistance advised the consumer that they should get in contact with a doctor for further instructions.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on nasal swab sample and obtained a positive result. The consumer reported that her husband performed repeat testing with binaxnow¿ covid-19 antigen self test on (B)(6) 2021 and both the second and third test generated positive results. Pcr confirmation testing was performed and generated negative results. The consumer reported that the doctor prescribed steroids for her husband since the patient felt they could not breathe because they thought they had covid. No further information was provided.